Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clips was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, clip was closed correctly but was unable to be deployed. The procedure was completed with another device. There were no patient complications reported as a result of this event.